Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a (B)(6) employee. H3, h4, h6: device history record (DHR) review conducted: sterile part: 03.130.202s. Sterile lot no: 251l383.. Release to warehouse date: 20 nov, 2023. Expiry date: 01 nov, 2033. Manufacturing site: werk selzach. Supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part: 03.130.202. Non-sterile lot: f-34901. Manufacturing site: werk selzach. Release to warehouse date:13 may, 2022. Supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent an open reduction internal fixation (orif) surgery with va-hand implants treating fingers. During the surgery, the tip of the 1st 1.1mm drill bit broke off in the bone when used. Screws and a plate which had already been implanted were once removed, the broken drill bit was extracted, and the screw and plate were implanted again. Then, the 2nd 1.1mm drill bit also broke off in the bone during use, and the broken drill bit was extracted. When the 3rd 1.0mm drill bit was used for another finger, the drill bit broke off inside the drill sleeve. There are no pieces in the patient. The surgeon confirmed by x-ray. The surgery was completed successfully with over 1.5 hours of delay due to extraction of broken drill bits. Patient outcome is reported as stable. This report is for one (1) 1.1mm drill bit/mqc for threaded hole/56mm. This is report 1 of 3 for complaint (B)(4).